Event description:
It was reported, in the operating room, the epiq 7g ultrasound system would display an over temperature error message when the x7-2t transducer was connected to the system. There was no reported patient or user harm. The service engineer reported the failure was not reproducible; and the epiq ultrasound system passed the internal diagnostic test to confirm normal operations. Multiple attempts were made to obtain additional information without a response. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.